Manufacturer narrative:
The visual examination of the returned device did not reveal any damage to the device. The device was found to pass the obturator blade release and retraction test, indicating that the device was capable of functioning properly. Ascent healthcare solutions' IFU states: "use extreme caution during trocar insertion. Although many trocar models are blunt or have safety features, care must be taken when introducing to avoid damage to major vessels and other anatomic structures. Keep organs out of reach of trocar penetration by ensuring proper positioning of the patient's body. The incorporation of the shield feature in the trocar design is intended to minimize the likelihood of penetrating injury to intra-abdominal or intra-thoracic structures. However, because the trocar tip will be temporarily unprotected before shield advancement, the standard precautionary measures for all trocar insertions must be observed. Adhesions, anatomical anomalies, or other obstructions, if present, may prevent or delay advancement of the shield, leaving the tip uncovered and exposing internal structures to injury. Direct the trocar away from major vessels and other anatomic structures." The device history record for the returned device indicates that the trocar passed all applicable inspections and tests prior to release.

Event description:
During the procedure, the blade cover did not extend to protect the cutting tip and as the trocar was inserted into the patient, the bowel was nicked and a small amount of bleeding occurred. A general surgeon was called in to help repair the bowel.